Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Updated fields: b5, d9, g3, g6, h2, h3, h6, h11. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: fiber breakage and low light transmission should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had breakage on light fiber bundle and image is dark due to poor light transmission. The issue occurred during set up / inspection for use (before patient in room). There were no reports of patient involvement.